Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the patient reports experiencing diplopia, halos, and difficulty with night driving. The patient reports having mild halos preoperatively and also has dry eye syndrome. Additional information has been requested from the physician. Reference MDR #2031924-2009-00254.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.